Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in damaged condition with a broken liquid-crystal display(lcd), cracked front cover. Visual inspection found the front cover was damaged and lcd was broken. The root cause of the reported issue was found to be the device was dropped. Actions were taken to mitigate the reported issue: due to the age and condition, device is deemed beyond economical repair and will be scrapped. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the warmer had a broken cover, broken liquid-crystal display (lcd). No patient injury was reported.